Manufacturer narrative:
The reported event that combination reamer assembly omega plus ti was alleged of 'component loosened' could not be confirmed, since the returned device is conforming to specifications and fully functional despite visible damages. Based on investigation, the root cause was attributed to be user related. The failure was caused by not sufficient tightening of the combination reamer assembly. The device inspection revealed the following: the functionality of the combination reamer assembly was tested and we could not identify any problem at all. The locking mechanism was working accordingly in various locking positions on the scales, despite the visible damages. The operative technique (omg-st-4 en omega plus ti op tech) was reviewed and found to be without deviations. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During surgery, the lock of the reamer came loose when the surgeon was reaming with it, and then the bone was reamed more than the surgeon was indented. The loosening of the lock caused a femoral head perforation by the reamer.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During surgery, the lock of the reamer came loose when the surgeon was reaming with it, and then the bone was reamed more than the surgeon was indented. The loosening of the lock caused a femoral head perforation by the reamer.